Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by peritoneal cloudy effluent. The patient was not hospitalized for the reported event. The treatment for the peritonitis was vancomycin and ceftazidime (intravenously (IV) 1 gram, every 4 days for 14 days). The antibiotic treatment was later discontinued. The patient was retrained on proper aseptic technique and was reported to have recovered from peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013.the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.